Event description:
It was reported that a premature ventricular contraction (pvc) fell within the right ventricular blanking period following atrial pacing, thus causing this implantable cardioverter defibrillator (ICD) to inappropriately pace the patient on their t-wave. This caused polymorphic ventricular tachycardia, which was then treated with multiple rounds of anti-tachycardia pacing and shocks. The patient was brought in and the ICD was reprogrammed to appropriate sense pvcs and thus avoid such inappropriate therapy in the future. The ICD remains in service and no additional adverse patient effects were reported.